Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Bd understands the importance of our products to your clinical practice, and we strive to provide highest quality devices on the market. We continuously seek to improve and value feedback from our customers. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: probable root cause: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Based on the verbatim, the probable root cause for the reported condition of this complaint could be due to valve issue that was related to eto sterilization. CAPA# (B)(4) and product recall was initiated for vps product sterilized using eto. Complaint trend would be monitored. Complaint will be reopened when sample is returned.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage from the injection port. The following information was provided by the initial reporter: on flushing the grey cannula at the port during the case - a give was felt and fluid/blood started leaking from the port on removal of the syringe. The cannula still ran well without leaking, but on manual flush, the cannula leaked from around the top hub. Tiva was changed to a different cannula.